Manufacturer narrative:
Concomitant products: product ID: 3389s-40, implanted: (B)(6) 2016, product type: lead. Product ID: neu_adaptor_acc, implanted: (B)(6) 2016, product type: accessory.

Event description:
A healthcare professional (hcp) via a manufacturer representative reported a consumer was implanted due to parkinson¿s disease. An impedance check found impedances using #2 were abnormal at 20000 ohms or greater. It was unknown if any factors led to the event. Other electrodes except #2 were used and stimulation was reprogrammed. The issue was noted as not resolved. No symptoms were reported. Device settings were noted as 1.5 v, 90 us, 130 hz, and c+1-

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the cause was not determined. No x-rays were done and the device was still in use.